Manufacturer narrative:
(B)(4). This complaint for check supply line alarm was not confirmed due to a lack of sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error, and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a check supply line alarm while using the homechoice (hc) during the priming cycle (patient not connected). The alarm repeated, and the patient stated they changed the cassette, but not the bags. (B)(4) explained that the setup was compromised and to start over with new supplies. Product surveillance spoke with the patient's caregiver, who explained that after starting over with new supplies, no further issues were encountered. No further information was provided. No injury or medical intervention was reported.